Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." This record is for the right side. The device was explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported "rupture-per ultrasound." Later reported "drop away sign and snow storm appearance and rupture confirmed during surgery." This record is for the right side. The device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.6.

Event description:
Healthcare professional reported "rupture-per ultrasound." Later reported "drop away sign and snow storm appearance and rupture confirmed during surgery." This record is for the right side. The device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.